Manufacturer narrative:
The device was returned and the evaluation found water drainage failure. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects from inside the nozzle pipe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the device was insufficiently reprocessed or improperly scoped for next procedure. Component analysis revealed that the foreign substances were drug-derived organic silicon, amino-dimethylpolysiloxane, and carboxylic acid (rust), but the root cause of the residual foreign substances could not be determined. Physical damage to the device may have prevented removal of foreign material even with proper reprocessing. There were no deviations from the instruction manual in the reprocessing procedure for the foreign material residues, and physical damage was observed at the foreign material residues point. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): cleaning method is described in the reprocessing manual, chapter 5, reprocessing the endoscope (and related reprocessing accessories), section 5.5 clean the external surfaces. Olympus will continue to monitor field performance for this device.